Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with scratched lcd window and missing end cap sticker. No traces of moisture were noted.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Instructed the customer to run the manual prime test and the insulin did exit. The caller stated that the high pressure test passed, but he would like to have a replacement. No further information was provided.